Manufacturer narrative:
Additional information: new information received notes that the high thresholds were related to patient's anatomy.(B)(4), serial number:(B)(4), lot number: a000053385 expiration date: (B)(4)2021 UDI: (B)(4) - date of implant: (B)(6)2018 device manufacture date: (B)(4)2018.

Event description:
New information received notes that the high thresholds were related to patient's anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI is unknown as the serial number of the lead is unknown.

Event description:
It was reported the left ventricular lead exhibited high capture thresholds. Lead re-positioning was unsuccessful, so the lead was explanted. No new lead was implanted. Device was reprogrammed. Patient¿s condition was stable.